Event description:
It was reported that a 42-year-old caucasian female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2026. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 12, 2026, mentor became aware that the replacement devices used on (B)(6)2026 were catalog number smpb320; serial number (B)(6) on the left side, and catalog number 3503001bc; serial number (B)(6) on the right side.this supplemental medwatch report is for the patient¿s right-sided device.manufacturer¿s reference number:(B)(4)

Manufacturer narrative:
On (B)(6)2026, mentor became aware that the patient had a ski accident, and day of adverse event was "2"; updated under field b3.on (B)(6)2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.this supplemental medwatch report is for the patient¿s right-sided device.manufacturer¿s reference number:(B)(4)

Manufacturer narrative:
On june 6, 2026, device evaluation was completed as follows:visual analysis of the returned device revealed that the breast implant was found to be ruptured from both aspects. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis.as part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.this supplemental medwatch report is for the patient¿s right-sided device.manufacturer¿s reference number:(B)(4)